Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings. On investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of alarm history found unexpected power interruption about three weeks before the complaint date but low battery warnings were found. Using the returned caps, the pump powered up and functioned properly. The battery cap was loosened half a turn with power lost occurring. The electrical current draws were within specifications. A rewind/load/prime sequence was executed without any power interruptions or any error/warning/alert. Pump casing was opened and no intermittent conditions were found with the power circuit or the continuous glucose monitor module.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump alarmed for low battery right after battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.